Event description:
It was reported experiencing a continuous glucose monitor (cgm) error, specifically error 42. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided the caller with detailed instructions to reset their pump, which resolved the issue as the cgm error did not reoccur. The customer successfully initiated their sensor session following the reset.